Event description:
Additional information received from a consumer and a healthcare professional reported healthcare professional did 2 pump pocket fills and left the healthcare professional because of the healthcare professional not talking to the patient and made an appointment. It was noted to follow up with hcp. Questions were answered. The pump was discussed, and it was discussed how the pump works, function, and theory and things, and opinions to discuss with the hcp. Consumer was redirected to hcp for next steps and clarification on what was currently occurring with the patients symptoms. Pump information was updated. It was later reported patient was treated and experienced two pocket fills requiring hospital admission. The current drug the patient was receiving was unknown. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) - pocket fill 2016, pe (B)(4) - pump turned down, and pe (B)(4) - symptoms; can't walk.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (20 mg/ml at 5.915 mg/day) and dilaudid (50 mg/ml at 14.788 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that about 2 months ago (the reporter thought (B)(6)) the patient was sent home after a pump refill. Per the reporter, the patient almost passed out; she was immediately sleepy; and he couldn't wake her up; the patient ¿had a major overdose¿. The patient was given narcan to counteract the effects she was having. Per the reporter, it was determined that the pump medication was put into the patient¿s abdomen instead of the pump. There was no medication in the pump because they missed the port and realized it a few days later. The situation was resolved. The patient was going to see a new healthcare professional for a consultation to see if they could find a new managing healthcare professional. Per the reporter, the pump had helped the patient live a much better life. Prior to having the pump therapy, the patient didn't want to do anything because of her pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.